Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was hospitalized for diabetes ketoacidosis and high blood glucose level (400 mg/dl). She went to the emergency room with blood glucose level above 400 mg/dl as she was not receiving the insulin properly and insulin was not coming through tubing which was determined after 2 days of her being transferred in the intensive care unit. She received manual injections and insulin drip as corrective treatment. The patient had positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing and had gastroparesis. No further information available.